Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by removing the instrument manually from sterile adapter and would be sending it for return material authorization (RMA). No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the medium-large clip applier instrument was stuck and could not be removed with the use of an instrument release kit (irk). The customer pressed the e-stop and manually removed the instrument from the sterile adapter. The instrument was successfully removed. The user was completing the procedure as planned using a backup da vinci instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site tried to put the medium /large clip applier to use, it went into universal surgical manipulator (usm) 3 and was inserted into the patient and the instrument would not move, there was no fragments or broken pieces and it was never clipped on any vessel or any tissue. When trying to remove the instrument it would not budge. They tried to use a key to remove it and it would not budge still. Apparently the surgeon used the other arms to manipulate the tip to help open the jaws so it could be removed. Unfortunately this was the first I heard of it and the instrument was disposed of and the instrument was kept until next time.